Event description:
It was reported that the clamp appeared to potentially be damaged before surgery. Clamp broke very easily when opened to put around the patient leg for ex alignment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the clamp appeared to potentially be damaged before surgery. Clamp broke very easily when opened to put around the patient leg for ex alignment.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision. No patient information was provided. In addition, it is believed patient factors did not contribute to the reported event. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been other similar reported events for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. The exact root cause cannot be determined at this time.

Manufacturer narrative:
Internal corrective actions were issued to determine a root cause for the recurring events. The investigation determined the root cause was a design problem. Corrections to design and material changes were performed and are documented in the CAPA file.

Event description:
It was reported that the clamp appeared to potentially be damaged before surgery. Clamp broke very easily when opened to put around the patient leg for ex alignment.